Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the replacement devices. The replacement devices are two unspecified 485cc natrelle gel breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery (right: breast reconstruction) with two mentor memorygel breast implant prostheses (right: 375cc, left:475cc) and experienced right-sided rupture and left-sided breast pain postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent removal and replacement with two unspecified breast implants on (B)(6) 2021. This report is for the left-sided prosthesis.